Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The closed circuit digital video board was replaced, the system was calibrated, and the tube was worked on. The system was tested and found to be working as intended and put back into service.